Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/5/2024, it was reported by an arthrex subsidiary employee via email that an ar-8928bc-c achilles speedbridge was used in surgery for the achilles tendon enthesis on (B)(6) 2023. One month after surgery, bone resorption was observed around the anchor. It has been reported that follow-up has been continued to date.